Event description:
Reporter said that she had an implant for urinary incontinence. After the implant she was having difficulty of healing. As a result she could not have a relationship with her boyfriend. She went on to say that she was having urinary tract infection, painful sex and pain and aches in her legs. The reporter said that the mesh was taken out in 2012; however, she continues to have painful sex, urinary tract infection. The reporter said that her life is destroyed and working with an attorney regarding this device issue.